Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by the reporter) and previously receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient¿s pump was refilled by ¿bhi.¿ before that, at the clinic, ¿they would miss the port.¿ additional information was received from a consumer. Regarding what was meant with the previous report that the "port was missed," the patient stated he meant that the hcp would need to stick him multiple times because the hcp would miss the refill port. When they missed the port they would use the same needle instead of switching, and ¿compromising the sterile field.¿ the patient could feel them scratching the pump, and a stinging sensation. Sometimes they had to get someone else to do the refill. The patient started with a home infusion company and noted they never missed a refill. Follow up was performed to obtain information regarding the steps were taken to resolve the event. If additional information is received, a follow up report will be sent.